Event description:
The manufacturer received information alleging a ventilator's lcd images did not appear. The device was not in patient use. No contact information or serial number were provided for this issue. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.